Manufacturer narrative:
UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. H4) device manufacturing date is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was able to take 2d images, but would not take 3d spins. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would take 2d shots, but not 3d. There was an xray signal state in time out error in the logs. A new atp board was installed, but the generator would not power up. Board 1 was replaced, the generator powered up, 2d images could be acquired, but the system could not take 3d images. The atp board was replaced again and the new one was set up according to specification. A new u-24 chip was installed. The generator powered and the install was completed without issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The atp console was returned to the manufacturer for analysis. Analysis found that the console was installed on a different imaging device and the system readied, 2d imaging was successful, however 3d acquisition resulted in light soft chirp and no image. The atp console was faulty. Analysis found that the reported event was related to an electrical issue. Another atp console was returned to the manufacturer for analysis. Analysis found that the atp console was installed on another imaging device and the system did not initialize. Constant relay clicking sound was heard. K2 relay failed to latch. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.